Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due a crack causing saline water leakage in the reservoir connecting tubing. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the crack causing saline water leakage in the reservoir connecting tubing was not confirmed. The tubing was not returned for analysis. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested. The tubing was identified to be cut down to the pump block; no leaks were present. The tubing was not returned for analysis. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the fluid loss allegation due to a hole in the reservoir connecting tube. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code cause not established was chosen as the tubing was not returned for analysis and the pump passed all tests performed the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due a crack causing saline water leakage in the reservoir connecting tubing. Following the surgery, the patient was stable, improved and the event resolved.